Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) of 55mg/dl. The user became confused during the hypoglycemic episode and was assisted by their spouse, who provided glucose tablets and applesauce. The bg recovered within an hour. The ilet issued low bg alerts. No medical intervention was required.